Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen about a year ago and the longevity remaining was four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.